Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump¿s placement signaled low alarm. The patient later expired while on the impella cp support. No allegations were made towards the impella cp for cause of death. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.